Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation.

Event description:
(B)(4). The dentist reported that after 1 month dental implant was installed intraoral region 3#, its non-osseointegration was observed. In addition, 10ncm of primary stability was achieved and the patient presented bone type IV. In addition, the dentist reported that the perforation of the sinus membrane has occurred during surgery.